Manufacturer narrative:
(B)(4). Device evaluation: it was reported that resistance was encountered when threading the guide wire through the introducer needle. The guide wire became kinked and they were not able to pull the guide wire back through the needle, this issue was confirmed. One 21ga x 1-1/2" introducer needle with an unraveled guide wire running through it was returned. The distal end of the guide wire was unraveled and the tip was stuck inside the needle. The guide wire was forcibly removed and dried blood / biological material was removed from inside the needle. Microscopic examination determined that the core wire was separated adjacent to the distal weld. A manual tug test confirmed that the proximal weld was intact. The guide wire graphic specifies an outside diameter of .432/.457 mm and a length of 454 +/- 4.8 mm. The guide wire length was measured at 454 mm. The outside diameter was measured at .439 mm, both measurements met specifications. No defects or anomalies were observed on the introducer needle. The inside diameter was measured at .023 inches which meets the .0224/.0240 requirement of the needle cannula drawing. The undamaged section of guide wire was inserted through the introducer needle without resistance. A device history record review was conducted other remarks: and did not reveal any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00278.

Event description:
It was reported the procedure was being performed on a (B)(6) yr/old patient in the theatre. The physician gained access to the patient's internal jugular vein with the introducer needle. The physician then started to thread the guide wire through the introducer needle but encountered resistance. The guide wire became kinked and they were not able to pull the guide wire back through the needle. As a result, both the needle and wire were removed. As a result, another kit was opened.